Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4), coolflow pump, model and serial numbers unknown, cs catheter, model and lot numbers unknown, sheath, model and lot numbers unknown. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial flutter with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the transseptal puncture, the patient¿s blood pressure dropped, and a tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed, with an unknown amount of fluid being withdrawn. The patient was admitted for extended hospitalization as a result of this event, but eventually recovered. The physician stated that the event was not related to any bwi products. Additionally, it was noted by the medical staff that the patient¿s septum was ¿extremely floppy.¿ the patient¿s activated clotting times at the time of injury are unknown. Generator parameters and irrigated catheter settings are unavailable, as this event occurred during the transseptal phase of the procedure. No ablation was performed. No error messages presented on any bwi equipment during the procedure.